Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a sensor glucose vs. Blood glucose and unexpected suspend [low sg]. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed and confirmed the sensor glucose vs. Blood glucose. No harm requiring medical intervention was reported. Product return was requested for mmt-7040a and customer response was the pump mmt-7040a will be returned for analysis.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed a visual inspection. Inspected for physical damage visually (no microscope) and none was noted. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to low readings under 200 dextrose 1 % oxygen more of 20 % difference compare with 200 dextrose 5% oxygen, low readings and eis readings. Place sensor under microscope and found damage on the gold traces at the working and counter electrode. See attached bts results. In summary, the customer complaint of unexpected sensor alarms was confirmed. Sensor failed for low readings under 200 dextrose 1 % oxygen more of 20 % difference compare with 200 dextrose 5% oxygen, low readings and eis readings. Found damage on the gold traces at the working and counter electrode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.